Event description:
It was reported an abutment fractured at the screw part inside the implant. Abutment was removed completely and procedure was completed placing a new low profile abutment. No impact on the patient reported.

Manufacturer narrative:
Zimvie complaint number (B)(4). A1: patient identifier unknown / not provided. A2: age at time of the event unknown / not provided. A3: gender unknown / not provided. A4: patient weight unknown / not provided. E1: reporter name unknown / not provided.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimvie complaint number (B)(4). The following fields have been updated: b4: date of this report. B5: describe event or problem. G3: date received by manufacturer. G6: type of report. H1: type of reportable event. H2: follow up type. H3: device evaluated by manufacturer. H6: adverse event problem. H10: additional narrative. Zimvie received one (1) ilpc342u, (certain low profile one-piece abutment 3.4mm(d) x 2mm(h)) for evaluation. The returned abutment has signs of use, and some debris were seen inside the abutment's top end / hex. The abutment's screw was observed fractured at the threads. DHR review was completed for the subject lot number 2019061367. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 2019061367 for similar events and no other complaint was identified. Review completed utilizing keywords: ¿dental: functional: fracture: screw¿. Based on the investigation and risk management file review, the most likely root cause determined from the investigation was patient factors. Therefore, based on the available information, a device malfunction did occur. Fractured abutment screw identified. The reported event is confirmed. No further investigation or immediate CAPA/hhe/descalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.